Event description:
It was reported that burr got stuck on lesion and was not retrieved. The target lesion was located in the tortuous right coronary artery (rca) with diffuse disease. A 1.5 mm rotapro was selected for use. During the procedure, the physician made four passes in the middle right coronary artery and on the fifth pass, the burr got dislodged in the lesion. The physician tried using a buddy wire to dislodge and pull but the burr did not move. The physician cut the burr from the advancer and rail the guidezilla over the burr. But it was still not moving. They tried pulling harder and the burr broke at the driveshaft. They were able to wire past the burr and continued to treat the vessel with ballooning. They used an ivus catheter down and used shockwave. After doing so, a hazy or dissected area was noted, which prompted them to stent the rca over the dislodge burr. No complications were reported, and patient was stable throughout the procedure. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. The device was advance in a 16,000rpm set speed and reaches through a normal rpm in an appropriate technique. However, the burr got stuck while advancing and a shockwave was used that causes the dissection.

Event description:
It was reported that burr got stuck on lesion and was not retrieved. The target lesion was located in the tortuous right coronary artery (rca) with diffuse disease. A 1.5 mm rotapro was selected for use. During the procedure, the physician made four passes in the middle right coronary artery and on the fifth pass, the burr got dislodged in the lesion. The physician tried using a buddy wire to dislodge and pull but the burr did not move. The physician cut the burr from the advancer and rail the guidezilla over the burr. But it was still not moving. They tried pulling harder and the burr broke at the driveshaft. They were able to wire past the burr and continued to treat the vessel with ballooning. They used an ivus catheter down and used shockwave. After doing so, a hazy or dissected area was noted, which prompted them to stent the rca over the dislodge burr. No complications were reported, and patient was stable throughout the procedure.